Manufacturer narrative:
A manufacturer sales representative visited the site and confirmed that there was a thrombus between the blood sac (outside of sac) and the vad housing, on the bottom side of the inflow area. It was noted that the inner shell of the vad housing appears to have cracks. Even though the pt is stable and the vad is functioning appropriately, the manufacturer recommended that the vad be changed out. The pt was placed on the transplant list. The manufacturer clinical representative spoke with the physician who indicated he was not concerned with the thrombus as it never interfered with flows, the pt had no symptoms and it appeared to be dissipating. The pt remained supported until she expired, not related to the device or this event. The pumps were explanted and returned to the manufacturer for evaluation. No further information is available at this time.

Event description:
On (B)(6) 2004, the manufacturer was notified that a bi-ventricular assist drive (bi-vad) pt had a thrombus on the outside of the right vad (rvad) blood sac, between the blood sac and the vad housing. The center reported there were no cracks on the outside of vad. The center did not know how long this had been present, they just discovered it. The pt remained stable vad flow are r 3.5 ml and l 5.0ml.